Manufacturer narrative:
The unit was received with a motor error alarm during rewind due to corroded motor home switch. The unit was unable to perform functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to the motor error alarm. The verification of the compromised force sensor system alarm was prevented by the motor error as well. The following physical damage was noted: cracked casing at a display window corner, minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; half of the insulin in the reservoir squirted out. The patient's blood glucose at the time of incident was 400 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.